Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there was no power to the aquabplus reverse osmosis (ro) system. Troubleshooting of the initial issue led to the discovery of a burned motor protection switch and wiring harness within stage 1. The stage 2 motor protection switch was removed and installed in stage 1 to operate the ro system in emergency mode 1. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue. Additional information was obtained during follow-up. There was no observed burning smell, smoke, flame, or arcing. The motor protection switch and wiring harness were ordered and replaced to resolve the reported issue. The ro system has been returned to service. The ro system is plugged into its own breaker. There were no blown fuses identified in the local power supply. The thermal overload relay did not trip. There were no local power grid issues on or around the reported event date. There are no photographs available of the reported thermal damage. The samples were discarded and are not available to be returned to the manufacturer for physical examination.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no samples were returned to the manufacturer for physical evaluation. However the manufacturer confirmed the reported event based on the provided information. The complaint investigation determined that the likely cause of the thermal damage was a loose electrical contact at the motor protection switch. In such an instance the pump will run only with two line conductors, resulting in higher current and higher thermal energy. The cable lugs at the motor protection switch can get overheated and discolored by the released thermal energy at the bad electrical contact. This is a known failure. Corrective actions have been defined and implemented for this known failure. The wiring was redesigned and released. The device was built before the improvement of the design. In this instance the stage 1 switch and connected wiring were replaced to resolve the reported issue. It is recommended, if not already done, to replace the motor protection switch and black connection wires against the improved design in stage 1 and stage 2.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there was no power to the aquabplus reverse osmosis (ro) system. Troubleshooting of the initial issue led to the discovery of a burned motor protection switch and wiring harness within stage 1. The stage 2 motor protection switch was removed and installed in stage 1 to operate the ro system in emergency mode 1. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue. Additional information was obtained during follow-up. There was no observed burning smell, smoke, flame, or arcing. The motor protection switch and wiring harness were ordered and replaced to resolve the reported issue. The ro system has been returned to service. The ro system is plugged into its own breaker. There were no blown fuses identified in the local power supply. The thermal overload relay did not trip. There were no local power grid issues on or around the reported event date. There are no photographs available of the reported thermal damage. The samples were discarded and are not available to be returned to the manufacturer for physical examination.